Event description:
It was found during baxter's testing that a pump was alarming for a system error 105. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The symptom system error 105 was confirmed and reproduced. It was caused by a failed motor. As a result, the motor assembly was replaced.